Manufacturer narrative:
On (B)(6) 2021, the returned autopulse platform (sn (B)(4)) was serviced for preventive maintenance (pm). The autopulse platform passed the initial functional testing without any fault or error. However, during further testing of the drivetrain motor, the investigation revealed that the drivetrain motor brake assembly air gap was too wide, out of the specification. The brake gap could not be adjusted and continued to open out of specification. The potential root cause is due to a defective drivetrain motor, likely attributed to normal wear and tear. The autopulse platform is a reusable device and was manufactured in april 2016 and is more than 5 years old, past the expected service life of 5 years. The drivetrain motor needs to be replaced to remedy the issue. Upon visual inspection, noticed a cracked front enclosure. The observed damage appeared to be the characteristics of user mishandling such as a drop. The front enclosure needs to be replaced to remedy the observed issue. Also, found the encoder drive shaft does not rotate smoothly, exhibits binding and resistance due to a sticky clutch plate. This type of drive shaft issue is characteristic of normal wear and tear. The impact of a sticky clutch was not severe enough to make the platform non-functional. Deburring of the clutch plate needs to be performed to remedy the encoder driveshaft issue. Waiting for the customer's approval for repair. Historical complaints were reviewed for service information related to the reported complaint and there was no previous history of complaint reported for autopulse platform with serial number (B)(4).

Event description:
On (B)(6) 2021, during preventive maintenance, the autopulse platform (sn (B)(4)) failed functional testing as the drivetrain motor brake assembly air gap was out of specification. No patient involvement.